Event description:
It was reported the front end of the puncture sheath was irregularly shaped and unusable. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed; however, the exact cause is unknown. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed the distal tip of the microintroducer sheath was damaged and flared slightly. Use residue was observed on the sample in the returned photograph. While the sheath tip was observed to be damaged, there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause of the damage. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the front end of the puncture sheath was irregularly shaped and unusable. No other information was provided.